Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the non-healthcare professional stating that after using the contact lenses eyes became red and after three days eyes were completely swollen. Later on, after doctor consultation it was diagnosed that infectious bacterial keratitis with symptoms of irritation and sensitivity of light had occurred in consumer¿s eyes which was caused due to wearing contact lenses. Loss of vision for three days was also reported because of the event. Consumer was prescribed with cyclopentolate and dexamethasone eye drop at a frequency of one drop for every four/four hour until return, moxifloxacin with dexamethasone ointment with direction of applying a thin layer after eyelash cleaning on both eyes, tobramycin 0.3 percent eye drop at a frequency of one drop every six hours for a period of seven days, doxycycline 100mg oral tablet every twelve hours for a period of fifteen days, moxifloxacin eye drop at a frequency of one drop for every four/four hour until return, carboxymethylcellulose 0.5 percent eye drops at a frequency of one drop for every two/two hour until return. Consumer was also suggested for warm compress six times a day with remain away from work for a period of seven days. The current status of consumers eyes are symptoms resolved. No additional information has been provided at this time of reporting.